Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "recall," "afraid to keep the prosthesis and face bigger problems," MRI identified "slight alterations related to previous bilateral surgical manipulation," and "some lymph nodes with mild diffuse cortical thickening on the right."

Event description:
Patient reported right side "recall," "afraid to keep the prosthesis and face bigger problems." MRI identified "slight alterations related to previous bilateral surgical manipulation," and "some lymph nodes with mild diffuse cortical thickening on the right." Physician reported capsular "contracture grade IV." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side "recall," "afraid to keep the prosthesis and face bigger problems." MRI identified "slight alterations related to previous bilateral surgical manipulation," and "some lymph nodes with mild diffuse cortical thickening on the right." Physician reported capsular "contracture grade IV." The device remains implanted.